Manufacturer narrative:
(B)(4) - the device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that on (B)(6) 2015, the patient presented to the hospital with symptoms of hemolysis including shortness of breath and dark urine. Pump thrombus was suspected. A heparin infusion was initiated. The patient's inr was 1.5 at the time of the event with an inr goal of 3.0. On (B)(6) 2015, the patient&#38112;pump was exchanged.

Manufacturer narrative:
The pump was returned to the manufacturer for evaluation. Upon disassembly of the pump, examination of the outlet stator revealed a large thrombus formation surrounding the outlet bearing ball and lodged between all three stator blades. The thrombus lacked laminated layering, which suggests that it did not develop in this location. Although its origins and a duration of time for which it was present in the pump could not be conclusively determined, the areas of denaturation on the thrombus, as well as the contact marks observed on the outlet portion of the rotor and the outlet bearing cup, indicate that it was present while the pump was operating. Although a specific cause for the development of the observed thrombus formation could not be conclusively determined through this evaluation, it was occluding the majority of the blood flow path through the outlet stator and could have contributed to the reported hemolysis. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process. The pump operated as intended. A review of the device history record revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.